Event description:
During the early morning of 1/28/99, pt felt a "pop" of the balloon from his foley catheter. He did not report this to the rn until later when he began having pain. Pt is s/p radical prostatectomy from 1/25/99. In reviewing the practice of placing foley catheters following surgery, the resident stated that 15cc of normal saline was inserted into the 5cc balloon of the catheter.